Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not using the purewick female external catheter due to the patient having a urinary tract infection. They were not sure if the device contributed to the uti at this time. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via follow-up on (B)(6) 022, it was stated that the customer stated that the urinary tract infection the customer had was not due to purewick female external catheter use. Patient was prone to purewick female external catheter and doctor prescribed three different antibiotics to clear it up. Patient did not know the name of the antibiotics. Patient stated that everything was working fine and the customer was well now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not using the purewick female external catheter due to the patient having a urinary tract infection. They were not sure if the device contributed to the uti at this time. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not using the purewick female external catheter due to the patient having a urinary tract infection. They were not sure if the device contributed to the uti at this time. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via follow-up on 24feb2022, it was stated that the customer stated that the urinary tract infection the customer had was not due to purewick female external catheter use. Patient was prone to purewick female external catheter and doctor prescribed three different antibiotics to clear it up. Patient did not know the name of the antibiotics. Patient stated that everything was working fine and the customer was well now.